Manufacturer narrative:
The device history records for lot 1022337 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
(B)(6), title not provided, reported that a pt developed very large and dark bruises on both sides of her face immediately post radiesse injection. She was seen by her family physician who diagnosed impetigo and prescribed bactrim, dose and frequency were not reported. After about five days of bactrim use, some of the blisters/sores in her mouth and nose began to subside and the blisters on the outside of her cheek began drying up. She still has the redness and the skin in that area is extremely dry and peeling. Additionally, she developed a small red bump in her left cheek, almost under her left eye and still has some slight redness in her right cheek. On (B)(6) 2011, during medical consultation with the nursing director at the facility, the pt sounds like she has vascular supply compromised. The event resolved with some erythema.